Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery the 90% stenotic, 3.0x20mm, concentric shaped, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician attempted to advance the 3.0x20mm promus element stent to the lesion, but was unable to cross a significant angulation in the mammary graft anastomosis. Upon removal it was observed that the stent was deformed. No complications were reported and the patient's status stable.

Event description:
It was reported that during a coronary stenting intervention procedure, stent damage occurred. Access was obtained through the femoral artery the 90% stenotic, 3.0x20mm, concentric shaped, de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The physician attempted to advance the 3.0x20mm promus element stent to the lesion, but was unable to cross a significant angulation in the mammary graft anastomosis. Upon removal it was observed that the stent was deformed. No complications were reported and the patient's status stable.

Manufacturer narrative:
Device evaluation: initial visual examination of the returned device noted that the profile of the stent was interrupted at various intervals by misaligned / protruding stent struts. Also both the distal and proximal ends of the stent was flared outwardly. No further damage was noted which could have contributed to the reported complaint. The balloon was visually and microscopically examined and no issues were noted with the profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).